Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate a that there was no speaker sound at start up test. Speaker confirmed to be defective. The reported problem was confirmed.

Event description:
Customer reported there is a speaker malfunction with no sound. The device was not in clinical use. There was no patient or user harm reported.

Event description:
Customer reported there is a speaker malfunction with no sound.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.